Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: kvdd901j implantable pulse generator, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular lead had a polarity switch and high impedance was recorded. Noise was noted when pressure was applied to the device implant site. The device was reprogrammed until a lead revision was performed. An apparent fracture was confirmed by x-ray fluoroscopy, and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Intermittent out of range rv impedance measurements with 3032456 high impedance paces since (B)(4) 2012. Analysis of the device memory indicated a lead warning alert. Lead warning occurred on (B)(4) 2012 after a lead performance reset on the same day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.